Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that sometimes there is no response from the buttons. Pump is out of warranty. Customer was asked to change the battery. Customer called again and reported a weak battery alarm. Customer was asked to remove the battery for 4 hours. Possible reasons of the alarm were explained to the customer. Customer asked for a new pump. There is nothing to return or replace. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).